Event description:
It was reported that the ICD could not be interrogated during a follow-up on (B)(6) 2019. A device exchange was performed. During the surgery, insulation abrasion on rv and ra leads was noticed in the area of the ICD housing. The measured values of the leads were in the normal range and they were repaired and reconnected.

Manufacturer narrative:
The leads were not returned for analysis. This report thus refers only to the analysis of the ICD. After its receipt, the ICD was first visually inspected. Spots of locally melted titanium were detected. In a next step, the ICD underwent an electrical check. Matching the clinical observation, interrogation of the ICD was not possible. Based on both these results and the clinical complaint, it can be assumed that a shock delivery into an external low-ohmic shock path led to the observed sparkover traces and to a damage of the electronic module, as a result of which the ICD could no longer be interrogated. Possible clinical complications that can result in an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, during which a low-ohmic contact of the high-voltage conductors occurs. The manufacturing process of the ICD and the leads was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper behavior of the ICD. There were no indications of a material defect or a manufacturing error.